Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator issued a false alert for battery depletion following a device relocation procedure. Electrocautery was used. A firmware download successfully restored the device to normal functionality.